Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient was injured when his head scraped the top rear portion of the magnet enclosure during a lumbar spine exam. The technician indicated that after the patient was injected the table was advancing into the magnet bore and the patient lifted his head and it scraped against the rear cover where the patient air vent is located. According to the mr supervisor, since the patient was unable to lie flat within the ctl coil, the technician placed pads under the patient's shoulder and head so he would be able to lie on the coil. The technician had just finished giving the patient contrast and was advancing the table into the bore. While the table was moving in, the patient began coughing and before the technologist could stop the table the patient had cut his scalp on the back of the scanner. The patient sustained a laceration and an area of skin 1"x1" was scraped from his scalp. The mr supervisor stated they did not follow up with the patient regarding what medical treatment was administered in the ER after the event. The mr supervisor stated that a technician was positioned at both sides of the bore to watch the patient's entrance into the system. The supervisor stated that due to the design of the system there is an optical illusion where it appears that the patient will clear the bore when entering. However, there is an area that extends down at the foot of the bore, so a technician is positioned at this area of the bore when placing lumbar exams (or exam where patient's head is elevated) to make sure the patient clears the bore.